Event description:
It was reported that non-sustained rv oversensing alerts due to post-paced t wave oversensing were observed. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.